Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported one false positive result on sofia flu+sars. Unknown whether it was on flu a, flub, or sars. Patient was symptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).